Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer experienced a connection error; attempting with a different analyzer resolved the issue. The analyzer is expected to be returned for repair. There was no patient involvement.